Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call delivery issue. The customer's blood glucose was unknown. Trouble shooting was performed and found several no delivery alarm. Customer unable to finalize trouble shooting due to not having enough sets. Advised the insulin pump will need to be replaced. Advice to discontinue use of the insulin pump and revert to backup plan. Advised sending replacement sets. The insulin pump will be returned for analysis.